Event description:
Crd_1003 - vantage eu2984-782 (r798523501) it was reported that on (B)(6) 2023, a 25mm navitor valve was selected for an implant. During the procedure, the patient developed right bundle branch block requiring a single chamber permanent pacemaker. The patient is stable,

Manufacturer narrative:
An event of heart block during the navitor implant procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had a sinus rhythm prior to the implant procedure. No information was received regarding anatomical factors or depth of implant of the device. Based on available information, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.